Event description:
Physician was attempting a pta (percutaneous transluminal angioplasty) of right lower leg. The physician used a rapid exchange balloon. The balloon would not cross over, so it was removed. During removal, 40 cm of the shaft balloon broke in half and the distal part remained in the patient. The patient went to surgery for retrieval, which was successful. However, the patent suffered a bleed which required return to surgery.